Event description:
Hearing performance with the device is affected. Recipient did have benefit from the device after activation. The child is reportedly very hyperactive and aggressive, the parent is not sure if the child might have fallen while at day-care. There have been no changes in health or medication. The recipient was re-implanted. According to the device explantation report, the device was explanted due to a trauma to it.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The parent is not sure if the child might have fallen while at daycare. There have been no changes in health or medication.